Manufacturer narrative:
Failure analysis noted that the pump had no button response due to corroded keypad traces. There was no unexpected numbers ramping on their own. There was no moisture damage inside the pump. The pump had cracked display window corners, broken battery tube threads, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had moisture damage. The customer's blood glucose was 169 mg/dl at the time of incident. The customer stated that the pump had cracks in several spots and she saw moisture. The customer reported fluid under the display. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.